Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the physician remotely via merlin.net transmission. The transmission showed the right ventricular lead exhibiting noise oversensing resulting in pacing inhibitions. The physician then made the recommended programming changes and opted to continue to monitor the patient. No patient symptoms were reported.